Event description:
On march 21, 2010, the lay-user/pt contacted lifescan (lfs) alleging that a one touch ultra meter would not power on. The pt indicated that the alleged issue started on (B) (6) 2010, at an unspecified time. At an unk time 2 days after the alleged issue began, the pt claimed that she developed a symptom of tiredness, and excessive thirst and trips to the bathroom. As a result of the alleged issue, the pt reportedly administrated self-care by increasing her dosage(s) of novolog insulin starting on (B) (6) 2010. However, the pt denied that she received treatment because of the alleged issue. The alleged issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms that can be associated with a serious injury 2 days after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.